Manufacturer narrative:
(B)(4). This report of a use error was confirmed and the cause was identified as the patient failing to follow proper therapy step procedures. The patient reported they had air in the line because the cassette door was not closed all the way and the patient line was too high versus the heater bag. Labeling review found labeling adequate for the use error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is in progress through CAPA (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available nd the lot number is unknown. Since the lot number is unknown no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
The customer contacted baxter's technical service center regarding needing assistance with repriming the patient line; which occurred on the homechoice during use, during prime. The baxter technical service representative assisted the home patient (hp) with repriming the patient line as requested. The solution overflowed from the patient line a bit. The hp then connected and started therapy. Baxter contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The patient stated that they had some issues with the overflow during prime even before they called in. The hp stated the problem was they had the line too low versus the machine. The hp stated they also had air in the patient line as well and that is why they called to get assistance with repriming. The patient reported they had air in the line because the cassette door was not closed all the way and the patient line was too high versus the heater bag. They stated they did not notice that the machine was displaying "door not closed". The hp stated they did not notice anything unusual with the machine or with the disposables; they stated this was all due to their error. The hp stated therapy is going fine since the reported problem. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.